Manufacturer narrative:
(B)(4). The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the opt318 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photography provided by the customer and our knowledge of our product. Results: visual inspection of the photography provided by the customer revealed that the left tubing was stripped but still attached to the swivel grip. The plastic of the right tubing appeared to be stripped and detached from the swivel grip joint. Also, an adhesive tape like material was found to be wrapped around the cannulas. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions which accompany the opt318 optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not stretch or crush tube

Event description:
A healthcare facility in netherlands reported that an opt318 optiflow junior nasal cannula tubing was damaged during use. There was no patient consequence.

Event description:
A healthcare facility in netherlands reported that an opt318 optiflow junior nasal cannula tubing was damaged during use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) are currently in the process of retrieving further information regarding this complaint. We will provide a follow up report upon the completion of our investigation.